Event description:
It was reported that an interlink solution set was broken in two. This was observed before product use, upon opening the shipping box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tube was cut apart approximately 47cm above the y-site. The reported condition was confirmed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.